Event description:
A customer reported to beckman coulter, inc. (Bec) a leak from synchron tbil (total bilirubin) reagent kit. There was no exposure to uncovered wounds or mucous membranes. No injury was reported. There was no effect to patient or user.

Manufacturer narrative:
The cap on the one of the compartments (compartment c) of the reagent cartridge was broken. Beckman coulter, inc. (Bec) received a photograph of the affected cartridge. A replacement kit was sent to the customer.